Event description:
The customer reported that the physician stated that he heard a "pop" during deployment of the first collagen plug, and did not meet resistance while advancing the plunger. When the sheath/hub assembly was withdrawn from the site, the physician noted that the sheath was missing. The physician was unable to retrieve the sheath from the tissue in the groin. No bleeding or hematoma resulted, and distal pulses remained intact. Surgergy was performed on 8/20/1999 and the sheath was removed. No further complications were reported.